Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a ruptured 7.0cm abdominal aortic aneurysm. It was reported that approximately 3 years post the index procedure the patient presented to ER with severe abdominal pain. It was reported that the CT demonstrated a rupture of the aorta. An angiogram was performed, and the physician observed a type ia endoleak at the level of the small right renal artery. The patient received treatment with an endurant cuff implanted just below the levels of the renal arteries. Another angio was performed and it was reported that the leak was less. Heli-fx endoanchors were placed, and final angio showed that the leak had resolved. It was noted by the physician that on cta report severe stenosis was present at the origin of the right renal artery which was possibly compressed by a surrounding hematoma and had associated hypoperfusion of the right kidney. The physician reported that the right renal artery had some thrombus in it and so the physician was able to get wire in but unable to get a catheter in the right renal artery. It was noted that this thrombus was present at the time of the procedure but the cuff may have been responsible for pushing it into the renal artery. Following the intervention the patient had a CT showing there is some flow in the right renal artery and a type I endoleak in this area. It was noted by the physician that may be some inflammatory process or infection ongoing in the aorta. Approximately 5 days post the intervention the physician placed an endurant tube that covered the aorta to the level of just below the sma and placed a chimney in the left renal artery with another manufacturers covered stent to preserve flow to the left renal artery. The type 1 endoleak appears to have resolved. The physician elected not to perform intervention on the right renal artery. As per the physician the cause of the rupture is due to the type ia endoleak. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Films review summary: the exact cause of the proximal type I endoleak, leading to the aaa rupture, could not be determined from the limited films provided. The anatomy at implant is unknown, earlier post-implant films and complete CT¿s were not provided. Review of several post-implant CT¿s and angiograms revealed that the bifurcate was positioned ~5mm below the renals, and contrast was seen along the right side of the bifurcate just below the right renal which appeared stenosed and partially occluded. There was a likely proximal type I endoleak due to lack of a proximal neck & seal along the right margin of the bifurcate; the contrast extended 5 ¿ 10mm outside the stent graft diameter. An endurant aortic cuff was then seen implanted ~5mm above the bifurcate to just below the renal arteries, and the amount of contrast observed was substantially less than previously seen. Several endoanchors were then seen having been implanted primarily along the upper-right portion of the bifurcate/cuff, with likely complete resolution of the endoleak observed. However, the right renal artery appeared occluded. It is possible that implanting the aortic cuff may have been contributed to the increased level of the right renal stenosis. It appears likely that lack of a proximal seal due inadequate stent graft radial apposition along the right aortic wall, possibly caused by disease progression, contributed to the type ia endoleak and rupture. The reported ongoing aortic inflammatory process or infection may have also contributed. If information is provided in the future, a supplemental report will be issued.